Manufacturer narrative:
Customer returned pump for alleged damage to battery compartment, pump error 49 and exposure to moisture found on (B)(6) 2021.pump passed displacement test and active current measurement test, however pump did not pass sleep current measurement test and self test. Unit alarmed pump error 49, pump error 53, and pump error 75 during testing. Unit successfully downloaded to thus and carelink. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump downloaded history confirms pump error 53 (line number 5632 file number 2005) on 09/30/2021 at 14:33:19.000 and pump error 49 on 09/30/2021 at 14:34:24.000. Pump was cut open to perform visual inspection and moisture damage was found on pcba 1, pcba 2, and the motor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked case (battery tube), and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where cracked case (battery tube) was noted. Pump error 49 was confirmed during testing. Exposure to moisture was confirmed. Additionally, pump error 53 and pump error 75 due to moisture was confirmed during testing.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer was in pool and the insulin pump alarm system stated to change the battery and received pump error. It was reported that the insulin pump delivery stopped and setting was unchanged insulin pump restart needed, select ok and received pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.